Event description:
It was reported that, during reprocessing, the gastrointestinal videoscope tested positive for 10 colony forming units (cfus) of candida parapilosis mixed with low risk organisms. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has not yet been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. The microbiological analysis results are pending. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where the following deviation from instructions for use (IFU) was confirmed: a non-olympus brand detergent was used, the automatic endoscope reprocessor hadn't been tested, and the endoscope wasn't sterilized. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation, and the legal manufacturer's (lms) final investigation. Olympus provided the following result of the culture test performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from the all channel. Cfu: 2cfu/endoscope. Bacterial identification: staphylocoques coagulase negative. The device was evaluated, and no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a deviation from IFU was confirmed therefore, reprocessing may have been conducted insufficiently. The growth of microorganisms was found through culture testing by the user after reprocessing. However, when olympus culture was tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. Based on the results of the investigation, a deviation from IFU was confirmed; therefore, reprocessing may have been conducted insufficiently." Olympus will continue to monitor the field performance of this device.